Event description:
(B)(4). Heavy and sporadic menstrual cycles, spotting, b 12/vitamin d deficiency, cramping, hair breakage/loss, severe hives/itching, frequent urination, night sweats, constipation, vertigo, enlarged thyroid, tmj, increased uterine lining, breast abscess!